Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the blood glucose levels are high. The blood glucose reading is 336 mg/dl. Customer treated with bolus. Customer feels tired. During troubleshooting, time and date are correct. Programming is correct. High pressure test failed twice. Advised the customer that the insulin pump will be replaced. Nothing further reported.